Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient¿s therapy was turning off by itself. It was reported that the therapy turning off on its own was happening intermittently. The rep reported that the patient said the ins shut off randomly. It was noted that the ins shutting off didn¿t appear to be related to a low battery, although the rep reported that the patient was using 23ma in her 2 programs. The rep reported that the patient had a programming session on (B)(6) 2017 and when to increase her stimulation later that day and noticed her stimulation was off. The rep reported that the next event happened on (B)(6) 2017 when the patient was going to charge her ins and noticed that her stimulation was off when she anticipated it to be on. The rep reported that the diary showed that stimulation was off but didn¿t show indicating that charge level was low. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) left this as a ¿wait and wait¿ to see if it happened more. The rep reported that if it did, the hcp was not against replacing the battery. No further complications were reported.